Manufacturer narrative:
G4:(B)(6)2021 b4:19jan2021 as the ventilator was powered up, the screen was blank. No codes or other information was available because the screen was blank, and the ventilator was taken out of service. The device is set up for use at the time of the event. There was a delay in treatment while setting up a different ventilator for the patient. There was no harm to the patient due to the delay. The service order for this case was subsequently canceled. The customer declined repair of this device and elected not to fix equipment. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's standard complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the screen is blank and the unit just alarms when powered on. The device was not in use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.